Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and a photo were available for evaluation. Visual inspection noted one of the devices had burnt marks on the outside of the shaft that could occur if the cautery was turned on while the hook was still inside the shaft, while another device had damage to the shaft tip, and the hook could not be extended. It was reported that there was a device related burn, a component disengaged from the device into the surgical cavity, and or time was extended by >30 minutes resulting from product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur when the electrode is in contact with some conductive irrigation fluid, as this may compromise discharge of energy from the electrode resulting on sparks generation and subsequent the possible melted area of the sheath blank tube, or allowing the energized tip of these devices to contact some uninsulated portion of other laparoscopic devices that could result in a possible melting condition of the sheath blank tube. For the second device, these issues can occur by activating the electrocautery before outer sleeve not fully retracted to expose the tip of the device or activating the electrocautery when l-hook tip is completely retracted after outer sleeve is fully pushed forward covering tip of the device. Both electrocautery conditions can result in an electrical failure that may compromise discharge of energy from the electrode resulting on sparks generation internally of sheath tube blank and subsequent causing melted area of the sheath blank tube tip area, as noted in this device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, upon dissecting colon mesentery in operation, tip of black cover sheath melted upon using the cautery device and suction. Doctor did not activate cautery when device was inside the sheath but the cover sheath cannot resist the heat that occurred on the device. It damaged surrounding tissue and some small fragment fell inside patient's body. When doctor saw it melt, the device was immediately changed but it still happen repeatedly with the new opened product. Doctor stop using it after opening three (3) devices and problem still happened and used different product. Extended surgical time for more than 30 minutes was noted and there was unnecessary longer expose to anesthetic gas/chemical.